Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number 10k17h25 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and peritonitis with (B)(6) in a patient coincident with dianeal unknown therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain. Treatment included vancomycin, 2 grams ip in 3 doses and gentamycin, 80 mg ip, every day for 2 weeks. The nurse reported that no repeat culture was performed. On an unreported date, the abdominal pain resolved and on (B)(6) 2011, the peritonitis resolved. It was not reported whether dianeal therapy was ongoing. The nurse reported that the event of peritonitis with (B)(6) was not related to the dianeal therapy.